Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 39 and 42 mg/dl on different occasions. The customer was treated for the low blood glucose with apple juice. The customer states that they are on a new insulin pump and is feeling better but still has low blood glucose of around 65 to 70 mg/dl. No troubleshooting was mentioned. The device was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see svn (B)(4) for related documentation.